Event description:
It was reported that this right atrial (ra) lead was exhibited noise due to insulation breach. The lead was explanted and replaced. No additional adverse patient effects were reported.